Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: two photos received, the first photo shows an open aluminum package with product code vcp1771d and the second photo shows a winding former with eight strand product code vcp1751d out of its package. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received later a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified the following information was requested, and the following was received: were there any patient consequences? No.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2024 and suture was used. During the surgery, the doctor opened the packaging and found that the actual product inside was different from the packaging. The outer packaging was vcp1771d, but upon opening it, it was found to be vcp1751d. The suture was not used. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/1/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it received one opened packaging of product code vcp1771d, and one winding former with eight strand product code vcp1751d. A visual inspection was performed on the returned sample, no defects were found on the package and the swage and attachment area were noted to be as expected. The sutures were examined and no issues or anomalies were observed during the visual inspection. The foil was not returned for analysis. However, photos were provided to level pc and they showed the condition of the reported event. However, no conclusion could be reached as to what caused the reported event. Ethicon manufactured team performed a further analysis to determine if the complaint represent a defect/or a process deviation. According to the results the vcp1751d was not produced in the workshop on (B)(6) 2022, and (B)(6) 2022, it is unlikely that the in-process product for vcp1751d would co-exist with s22120051 in the suture manufacturing floor between december 15, 2022 and december 21, 2022. Additionally, equipment analysis confirmed that s22120051 had no lid code and incorrect alarms during gifm packaging. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.